Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of this report is the following literature source: evidence-based spine-care journal vol. 4 no. 2/2013, article title: alternative surgical strategy for axialif pseudarthrosis: a series of three case reports. Publication date: feb 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical safety reported complaint from literature which was reviewed during post market surveillance activity. Evidence-based spine-care journal vol. 4 no. 2/2013. Article title: alternative surgical strategy for axialif pseudarthrosis: a series of three case reports publication date: feb 2013. The postoperative course of case 3 involving a devex cage was complicated by deep vein thrombosis in the left leg on day 8 postoperatively, which was treated according to protocol.